Manufacturer narrative:
(B)(4): the implanted device remains.

Event description:
Per the clinic, the patient experienced skin overgrowth on the abutment and developed an infection at the implant site. The patient was prescribed oral antibiotics (date and duration not reported). Subsequently on (B)(6) 2015 the patient underwent a surgical procedure to have the abutment removed and a cover screw placed. The patient was administered intra venous antibiotics during surgery. The implanted device remains.